Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer states a few days from the surgery, blood leakage occurred to the wound of exit. Opened the abdominal cavity and found there was split on the peritoneal dialysis catheter. Since the patient has (B)(6), the catheter was not kept.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.